Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The reporter said, the pt became shaky and lightheaded 8 hours after the product issue started. A health care professional (hcp) treated the pt with food and/or drink. The csr noted that the power issue was not resolved after the meter batteries were replaced. The pt's product was replaced. This complaint is reported because, the reporter alleges that the pt became shaky and was treated with food and/or drink after the lfs meter did not turn on.